Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead formed a loop in the coronary sinus. In attempt to remove the loop, the lead dislodged. The guidewire was also unable to be reinserted into the lead. The lead was not installed and a new lead was implanted. No adverse consequences occurred to the patient.